Event description:
(B)(4) stabbing pain during intercourse, painful menstrual cramps, lg blood clots during menses, joint pain, numbness of left arm and hand, dizzyness, eyes burn frequently, hair loss, loss of libido, fatigue, increased anxiety, and brain fog.